Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The product support engineer (pse) confirmed the reported issue during troubleshooting. The pse asked the customer to run an est to calibrate the o2 sensor. After calibration the o2 issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device is alarming high o2. The device was in clinical use at the time of the event; however, there was no report of patient or user harm.